Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
The following was published in esc european heart journal open, vol 6 (2), 2026. "Ablation of visually identified spatiotemporal dispersion plus pulmonary vein isolation in persistent atrial fibrillation"; eduardo franco we prospectively included 100 consecutive patients with persistent af scheduled for ablation with pvi + std, and compared them to a 1:1 propensity score-matched cohort of patients treated with pvi alone during the same period. An event of atrioesophageal fistula, an event of cardiac tamponade, and an event of ischemic stroke were reported.